Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/21/2014 with the following findings: the cartridge passed visual inspection with no issues noted. A cartridge leak test was performed and no leaks were observed from the luer connection, o-rings, or anywhere else on the cartridge. Cartridge force testing confirmed that all of the cartridge force levels were within normal range.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient experienced blood glucose levels of 21.5 mmol/l with vomiting, and slight ketones associated with insulin leaking into the cartridge compartment. The reporter indicated that it was not clear where the leak was located and confirmed that the luer connection was secure and there was no damage to the cartridge or tubing. This report is made based on the allegation that the patient experienced hyperglycemia related to an allegation of a cartridge leak.

Manufacturer narrative:
The device has not been returned, a retained sample from the reported cartridge lot was pulled and evaluated by product analysis on 01/16/2014 with the following findings: the cartridge passed visual inspection with no issues noted. A cartridge leak test was performed and no leaks were observed from the luer connection, o-rings, or anywhere else on the cartridge. Cartridge force testing confirmed that all of the cartridge force levels were within normal range.